Event description:
Per the clinic, the patient experienced skin breakdown and necrosis at the implant site, exposing the device. Subsequently, the device was explanted on (B)(6) 2023. There are no plans to re-implant the patient with a new device as of the date of this report.